Event description:
While using the freestyle libra 3 plus, the sensor reading indicated a low urgent reading of 96mg. When doing a fingerprint to verify the reading, the correction reading was 197mg. The sensor continued to give incorrect low readings over a 24-hour period. Examples: 112-libra and 184-finger stick. 68-libra and 145-finger stick. There were also loss of connections and alarms constantly. And the final blow was a statement to replace the sensor. And troubles don't get better when contacting the manufacturer. After a wait of 45 minutes to an hour just to finally reach a customer service person. They don't want to replace the sensor before they deny any fault. The replacement process continues so long because they want to fault the consumer. The problem is that it's not just one sensor, this is an issue the reoccurs more often than not.